Event description:
It was reported that during a unipedicular kyphoplasty on a patient, the surgeon was unable to push the bone filler down the cannula. The surgeon was able to biopsy and drill and insert the balloon into the cannula then remove it successfully before the incident with the bone filler "getting stuck" occurred. According to the report, the surgeon tried using the stylet to help force it down the cannula but was still unsuccessful. In the process, the surgeon's finger was nicked and the procedure was stopped briefly to clean and bandage the wound before proceeding. The surgeon was then forced to start over with another cannula and the case was completed without any further problems. Per the report, the surgeon continued working on the cannula after the case was completed but could not dislodge what was "stuck" inside. No patient complications were reported; however, as a result of the surgeon's injury, both the doctor and patient had to undergo a series of blood tests.

Manufacturer narrative:
Product analysis: visually and functionally confirmed stylus and beveled stylet were together and very tight and difficult to remove. After removal of beveled stylet, the foreign material was visually identified in the stylus barrel. The foreign material was then removed and visually examined. Foreign material has the approximate size, shape, color, and location, consistent with the express balloon cover. Based upon this, it appears that the balloon cover was inserted into the stylus, resulting in blockage and the subsequent foregoing event. Evaluation results: material from a concomitant device became lodged in the stylus during use.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records is not possible without additional device information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.